Event description:
A malfunction alarm occurred due to a momentary power loss to the vibrator motor. There was no adverse impact to the customer's blood glucose level. The customer was assisted by technical support to reset the pump, and no further issues were reported after the reset. The customer was advised to continue using the pump and to contact support again if the malfunction code reappeared.